Event description:
It was reported that during a right hemicolectomy procedure, could not fire and noted that a few staples formed with irregular shapes and anastomotic site was oozing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4) date sent: 2/20/2026 d4: batch # 555d62. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ntlc75 device was returned with no apparent damage and with a reload present. The reload was received fully fired and with the swing tab in the locked position. The device was tested for functionality with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. In addition, an opened reload packaging was received along with the sample. The event described could not be confirmed as the device performed without any difficulties noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Device history review a manufacturing record evaluation was performed for the finished device batch number 555d62, and no non-conformances related to the reported complaint condition were identified. Additional information was requested and the following was obtained: 2. Was there any other issue noted with the staple line other than bleeding/oozing (malformed staples, staple line missing staples, etc.)? -malformed staples 3. Did the device lock-out (no staples deployed and no cut line started)? 4. Or, did the device start to deploy staples and cut but could not be completed? -the device start to deploy staples and cut but could not be completed 5. Did the device cut? -yes 6. If the device cut, was the cut line complete? -unkonwn 7. Were the cut line and staple lines equal? -unknown 8. How was the bleeding controlled? -changed another device to control 9. How much blood was lost (ml)? -unknown 10. Did the patient require a transfusion? -no this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.